Manufacturer narrative:
Upon visual inspection, it was found that the implant has what appears to be biological residue present on the threaded portion, indicative of patient contact. There are no observable defects to the product. Irradiation certificate has been reviewed and no non-conformities were found. All processes were executed according to the parameters established on the current procedures and all inspections performed were inside specification limits. Non-conformities data base has been reviewed. No non-conformity was opened related to the reported event. No evidence has been found that could relate the incident to any manufacturing process or sterilization/irradiation process of the involved piece. The review of the device history record for the implant did not provide any information to suggest a nonconformance with the components that contributed to the reported event. A definitive cause could not be determined. (B)(4).

Event description:
The dentist reported that this implant placed in tooth site #3 did not integrate when the patient presented with infection that extended into the sinus and facial swelling.